Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a dehiscence at the pocket incision site. The physician opted to replace the ipg to an MRI compatible one and the patient was doing well postoperatively. The explanted ipg will not be returned.